Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not working. A review of the system logfile confirmed the geometry malfunction. Upon functional testing, the fse found that geometry pc was automatically getting restarted intermittently and locked the geometry movement. The fse tried to perform the calibration of the propeller movement of the c-stand but was getting aborted due to defective pot meter of the propeller. To resolve the reported issue, the fse replaced potentiometer, performed the calibrations of the c stand. After replacement and calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that geometry movement was not working in the system. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the propeller's potentiometer which returned the device to use in good working order.